Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged particles in airway,device has strange odor and heater is not working. Patient alleged coughing up blood and headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway, device has strange odor and heater is not working and also alleged coughing up blood and headache related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway, device has strange odor and heater is not working and also alleged coughing up blood and headache related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination at the air inlet of the blower box. Unknown white contamination was observed in the iso port. Dust-like contamination on top of the blower box, the blower motor, bottom of the blower motor, inside of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown brown and white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. Potential mineral deposit spots on the bottom of the blower motor, bottom of the blower box and inside the blower motor, indicating potential water ingress. Also, there were excessive unknown brown fluid/water spots. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.